Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
The alleged complaint event is considered not confirmed as a sample from the reported complaint event was not made available for evaluation nor was the specific product formula and lot number used during hemodialysis treatment identified. To complete the investigation a sales search was conducted to identify production lots sold to the customer three months prior ((B)(6) 2008) to the alleged complaint event. However, he search did not identify any product shipped to the clinic during this time period. (B)(4) products are manufactured to meet the (B)(6) requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be determined without a physical examination of a complaint sample. This is one of six device reports associated with this event: 2937457-2015-01282, 8030665-2015-00332, 1713747-2015-00343, 1713747-2015-999221, 1225714-2014-13508, 1225714-2014-13509. Upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
Original information from the attorney alleged the patient subsequently expired from this event. Medical records confirm the patient experienced cardiac arrest during hemodialysis, was successfully resuscitated and discharged from hospital. Death records reveal patient expired six years later from the time of this event. This event was not related to the patient's death. Medical records do not indicate any causal relationship between the patient's dialysis and her death. There is no documentation in the medical that indicates patient was receiving dialysis at the time of her death. Medical records were requested for the events surrounding the patient's death medical records do not contain dialysis treatment records from this event for review. In addition, medical records do not contain progress notes, lab/diagnostic reports (other than those reported in this form), dialysis treatment sheets, medication records or physician orders from the hospitalization ((B)(6) 2008) for review serum bicarbonate levels are not available for review. There is no documentation in the medical record that indicates any causal relationship between the patient's hemodialysis and concomitant products and the cardiac arrest. Medical records reveal that this patient had a documented history of medical non-compliance. In addition, the patient has history of cardiac issues including a pacemaker placement, valve repair and valve replacements. Medical records reveal the pacemaker was malfunctioning and the cause of death as complication of renal disease. Based on the information at hand, it appears patient factors, and complex medical history with non-compliance may have contributed to the event. This is one of six device reports associated with this event. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Further evaluation of the system level investigation has not yet been completed. A follow up report will be filed upon conclusion of the investigation.

Event description:
Medical records received from plaintiff's attorney reveal that during dialysis treatment, the patient was found not breathing and in cardiac arrest in the final two (2) minutes of dialysis. Cardiopulmonary resuscitation (CPR) was initiated and the automated external defibrillator was applied with no shock indicated, so CPR resumed. Emergency (911) was called. Blood was returned. Emergency medical technicians (emt) arrived and assumed responsibility for CPR. Emt applied oxygen, intubated patient, administered intravenous epinephrine, atropine and bicarbonate and converted patient into ventricular tachycardia and ventricular fibrillation. At hospital, CPR and advanced cardiac life support (acls) protocol was initiated. Patient received epinephrine, atropine, lidocaine and bicarbonate. Defibrillation was required when patient developed ventricular fibrillation and pulseless electrical activity (pea) patient was resuscitated, admitted, diagnosed with cardiac arrest, ventricular fibrillation, pulseless electrical activity, and hypoxia. Blood pressure stabilized and continuous renal replacement therapy was initiated for aggressive ultrafiltration. Patient was maintained on three times a week intermittent hemodialysis. Patient continued on antibiotics to exclude infection concerns prior to necessary biventricular automatic implantable cardioverter defibrillator (aicd) placement for a currently malfunctioning aicd. Patient stabilized and was discharged to a long term care facility.

Manufacturer narrative:
The system level review of the 2008k device and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.